Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. In turn, reprogramming was unable to resolve the issue. Patient has an extra vertebral body, which threw off the physician's placement of the leads during the initial implant. As a result, surgical intervention took place on (B)(6) 2024, wherein the lead was repositioned to address the issue. Effective therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.